Event description:
At 10:25 am in 2009, the patient was having a femoral head replacement surgery, when the patient was implanted 60g bone cement into her medullary cavity, her blood pressure dropped suddenly, heartbeat and breathing stopped at once, it is considered as anaphylactic shock. The operation was immediately suspended, and a cardiopulmonary resuscitation carried out. Injected dexamethasone, epinephrine, and applied endotracheal intubation, the heart of external chest compression, defibrillation, nutrition, emergency treatment measures, completed the surgery after patient cardio-pulmonary function recovered. Patient transferred to medical for treatment. And at 0:15 in the next day, patient blood pressure decreased once again, cardiac arrest, after the death of all rescue measures proved ineffectual in 00:30.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.